Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end, with exposed wires. It was tested on an in-house system and passed recognition and engagement tests. It also moved intuitively with a full range of motion in all directions. The grips opened and closed properly, and the instrument passed electrical continuity and energy delivery tests. There was no thermal damage or missing material. Further evaluation found the fenestrated bipolar forceps instrument had charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. However, it still passed the electrical continuity test. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument had a frayed cable. There was no report of patient involvement or reported injury.